Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99188. Supplemental rationale: corrected data: b5, h1, h6, h11. 6 events were previously reported during the reporting quarter; however, - 1 event was reported in error. - 5 previously reported events are included in this follow-up record. Product return status: 3 devices were not available for evaluation. 2 devices were received. Evaluation findings (results/components): 3 devices: no findings available / part/component/sub-assembly term not applicable. 2 devices: no device problem found / part/component/sub-assembly term not applicable. Product disposition: 3 devices: product not received. 2 devices: scrapped by stryker.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30 2025. This report summarizes 5 events for the failure: material disintegration. - 5 events had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 7 events were reported for this quarter. Product return status 3 devices had investigation types that have not yet been determined. 4 devices were received. Additional information 7 devices were not reprocessed or reused.

Event description:
This report summarizes 7 events for the failure: material disintegration. 5 events had problem identified during non-clinical procedure; there was no patient involvement. 1 event had insufficient information. 1 event had no health consequences or impact.

Event description:
This report summarizes 7 events for the failure: material disintegration. - 5 events had problem identified during non-clinical procedure; there was no patient involvement. - 1 event had insufficient information. - 1 event had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99188. Supplemental rationale: corrected data: b5, h6, h11, 7 events were reported for this quarter. Product return status: 3 devices were not available for evaluation. 3 devices were received. 1 device investigation type has not yet been determined. Evaluation findings (results/components): 3 devices: no findings available / part/component/sub-assembly term not applicable. 2 devices: no device problem found / part/component/sub-assembly term not applicable. 1 device: results pending completion of investigation / part/component/sub-assembly term. Not applicable: 1 device: wear problem / bearings. Product disposition: 3 devices: product not received. 3 devices: scrapped by stryker. 1 device: product disposition is not yet determined.

Event description:
"This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30, 2025. This report summarizes 6 events for the failure: material disintegration. - 5 events had problem identified during non-clinical procedure; there was no patient involvement. - 1 event had no health consequences or impact."

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99188. Supplemental rationale, corrected data: b5, h6, h11. 6 previously reported events were included in this follow-up record. Product return status. 3 devices were not available for evaluation. 3 devices were received. Evaluation findings (results/components) 3 devices: no findings available / part/component/sub-assembly term not applicable 2 devices: no device problem found / part/component/sub-assembly term not applicable 1 device: wear problem / bearings product disposition 3 devices: product not received 3 devices: scrapped by stryker